Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were low impedances on bipolar configuration for contacts 1 & 2 on left stn. No known factors that may have led to or contributed to the issue were reported. No actions/interventions were taken to resolve the issue. No patient symptoms reported. The event was not resolved at the time of the report.